Event description:
It was reported that ventricular lead was found to be dislodged post implant. During the procedure when the lead was connected to the pacemaker, the device did not work. The lead was tested and all the parameters were within normal range. No electrical anomalies were noted. The device was explanted and replaced. The issue was resolved. The patient was in a stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.